Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the power plug on the programmer kept disengaging from the programmer and therefore the user could not keep the programmer powered on. The programmer was returned for service. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: analysis was unable to confirm the customer comment that the power plug on the programmer was disengaging from the programmer. Analysis was able to confirm the customer comment that the programmer would intermittently shut down when the returned battery was installed. It was indicated that the programmer function as designed with a known good battery. It was also noted that the returned battery would not charge. No fault was found with the power supply connector that plugs directly into the programmer. All found defective parts were replaced and all other identified issues were resolved. The device then passed all functional tests. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.